Event description:
It was reported to medtronic minimed that the customer experienced report anomaly as the care partner didnt see any data in the daily reports for the past four days. The customer reported no adverse event. The event involved product(s) mmt-7350. . Troubleshooting was performed and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. No product return is required for mmt-7350.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
An attempt was made to reproduce the issue by generating the daily review report for recent 14 days for all the provided user in carelink support application and observed that issue was not reproducible. Not confirmed: testing and/or analysis refute the issue occurred at the time of the reported event i.e., there is no evidence to suggests the issue happened. To assist with the resolution , we provided below feedback -- provided screenshot of the report generation page and validated all the above 4 patients in clinic and tried generating daily report and it was showing data in reports. -- requested user to try to generate the reports and confirm if there are seeing any issues. The most likely root cause could be assumed that this is due to lack of user training. Helpline did inform that they were able to generate reports and confirmed to close the ticket. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the 10541263doc_z. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.